Event description:
It was reported that a patient had a pico 7 placed (B)(6) 2020 on his right calf. He stated when he woke up this morning (B)(6) 2020, the device had all lights illuminated and the machine was off. He replaced batteries and pushed the power button but a I the lights still remained illuminated and the device will not turn on. He also stated he heard buzzing from the device about every 9 seconds throughout the night. He is scheduled to go to follow up appointment tuesday, (B)(6) 2020. This nurse explained the buzzing sound can be normal throughout therapy as it is the device cycling to maintain the correct negative pressure needed. This nurse then explained when all the lights have illuminated, the device has malfunctioned for some reason and therapy is no longer being delivered. He was encouraged to contact his physician to let know the device has malfunctioned and for further medical guidance as to how to proceed from here. Pc submitted. He could not read the serial number on the device as the writing was too small. No further information available.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause includes, connection issues or component failure. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.